Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had frequent charging the ipg and it was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.